Event description:
Procedure underway with patient in supine position secured to operating table. Surgeon requested moving table to trendelenburg position. This was performed utilizing bed remote. Immediately after repositioning, noise heard from bed and hob observed several inches lower from last position. Final position observed lower and more towards hob than despite no user adjustment to bed. Pt. Remained secured to bed. All extremities checked. Ett remains in place. Vss. Positioned in supine position and slid bed with remote toward legs. Surgeon diagnosed iatrogenic bowel injury requiring conversion to open procedure.